Event description:
The customer alleged that she performed a control test and rec'd a result of 240 mg/dl. The normal control range was 105-146 mg/dl. No adverse events were alleged. The customer was unable to troubleshoot because she was at work, and she ended the call. No prod will be returned at this time.